Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 02/13/2007 to present date 11/21/2020, and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. Also, there was a production failure q6 200057141 for out of specification which does not correlate to the customer reported issue. This shall be reviewed as part of part usage trending in complaint review board.

Event description:
The customer reported the device failed force verification. It was reported there was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device failed force verification. It was reported there was no patient involvement.